Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported issues. New information was provide by the patient that the company multifocal was exchanged for a monofocal lens. Symptoms are now resolved and vision is much better. (B)(4).

Event description:
A health professional reported that after a multifocal intraocular lens implant surgery in both eyes, a patient is experiencing trouble seeing street signs from a half block away and ghosting images in his vision. The surgeon has been treating the patient for dryness in both eyes. New information received stating that the patient has had a monofocal lens exchange surgery in both eyes and is now happy with the vision is the right eye. This file is for the right eye of the patient.